Event description:
The manufacturer received information alleging a device has blank lcd screen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a device has blank lcd screen related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer service center for evaluation,they have returned the unrepaired device.